Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 110 mg/dl. Troubleshooting was done. Customer reported that the insulin pump shut off during basal rate setting and alarmed button error. Customer changed the battery however it did not work. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected shutting down or resetting occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.